Event description:
It was reported that pump screen was broken, and later inspection found that pump powered on but screen stayed black. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, and distributor arranged replacement pump; no additional information was received regarding further corrective actions or the customer¿s outcome.